Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt underwent multiple unnecessary surgeries because he did not receive pain relief. It was also noted that the catheter was subject to a FDA class 1 recall. Previous reports of surgeries for this pt were reported in MFR report #3004209178-2009-03941 and 3004209178-2009-03942. All further reporting will be done in this report.